Manufacturer narrative:
Samples received: 5 unopened pouches. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed (B)(4) units of this batch. There are no units in stock. Received five closed samples. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil requirements: 5.07 kgf in average and 4.71 kgf in minimum. Degradation test (14 days in sörensen solution at 37ºc) has been conducted with the samples received and the samples of stock and the results fulfill b. Braun surgical requirements (> 0.88 kgf) results: 2.96 kgf in average and 2.18 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked." Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during three different surgeries performed on dogs the wound dehiscence.